Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported during an open colon procedure, that there was an incomplete staple line. Instrument cut completely, but did not staple completely. Overstitched by hand. No further information is available. There was no adverse patient consequence.